Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 600 mg/dl via bg meter; cause was unknown. No additional information provided as customer does not recall specifics of the issue.